Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through CAPA/ncr (B)(4).

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power twice to clear the alarms. The tsr explained that she would need to set up with new supplies. Baxter product surveillance contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. The hp did not notice anything at the time that may have caused the alarm. Per the hp, she started over with new supplies and resumed therapy. The hp stated she did contact her peritoneal dialysis nurse about the alarm. There was patient involvement. No patient injury or medical intervention was reported.